Event description:
Reportedly patient received spinal fusion posterior fixation (levels treated are unknown), and had a pedicle bone screw fracture. The original surgical date and duration are unknown. The patient was revised on (B)(6) 2023. Additional information was requested, but no further information was provided.

Manufacturer narrative:
There is no evidence confirming the manufacturer of the device. After multiple attempts, DHR review cannot be completed as no device information was provided. No surgical information was given. No evaluation of the device can be performed, as the device(s) were not returned. Manufacturer of the device could not be confirmed. Unknown factors include: implant duration, patient activity at the time or prior to the event, patient bone quality, the degree of spinal instability, the progression towards spinal fusion, or patient compliance with post-operative care instructions or if the patient sustained a fall/impact of any sort. Root cause or specific failure mode cannot be determined.